Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgery a physician was using the bone repositioning instrument to position the zygomatic bone when the bone repositioning pin snapped off. The surgery was completed successfully without a surgical delay. However, the broken piece of the bone repositioning pin remains in the patient.

Manufacturer narrative:
The reported event that the tip of the repositioning instrument broke off during bone repositioning could be confirmed. The visual inspection revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread fragment was not returned. It was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted up to the shoulder ring. Furthermore, the macroscopic investigation of the breakage surface shows the appearance of a forced rupture. Based on investigation, the root cause of the broken off tip of the repositioning instrument was attributed to an insufficient cleaning and maintenance. The insufficient cleaning and maintenance led to the occurred pitting corrosion and finally to the breakage of the thread in forced rupture mode due to high alternative bending forces during application. Indications for any material or manufacturing related problems were not determined in the investigation. Therefore no further action is required at this time.

Event description:
It was reported that during a surgery a physician was using the bone repositioning instrument to position the zygomatic bone when the bone repositioning pin snapped off. The surgery was completed successfully without a surgical delay. However, the broken piece of the bone repositioning pin remains in the patient.